Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the lever was damaged, the reciprocation arm, control bar, needle bearing, e-rings, and screws were worn, the swivel was stuck, the unit was out of calibration and the motor speed was unstable. The lever, reciprocation arm, control bar, needle bearing, e-rings, screws, swivel, bearings, motor and sleeve were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: switzerland.

Event description:
The device was sent in for preventative maintenance originally and found to be needing repaired. The unit had a damaged lever and the following worn parts: reciprocation arm, needle bearing, e-ring 2 pcs, control bar, worn screws 11 pcs, had seized swivel and a motor issue. There was no patient involvement. During device investigation, it was discovered that the motor speed was unstable. Due diligence is complete, no additional information is available.